Manufacturer narrative:
The affected device was discarded at the user facility. Samples from the same lot, including 2 cases and an additional 16 sets have been returned to the distributor on 06/05/2019 but not yet been evaluated.

Event description:
Infutronix received a tubing separation issue during infusion from a distributor on 05/31/2019. The distributor reported receiving an email from a user facility representative on 05/31/2019, that "an administration set had tubing that became detached from the pump during an infusion. The patient called the 800 number and he managed to get the pump going again. He managed to push it back into the pump after calling help line. Venus did not know which side, but it is where the tubing connects to white plastic on the underside of set. Device operator who initiated the infusion was rn. No patient was harmed". The distributor also mentioned that the affected set was discarded but 2 cases and an additional 16 sets from the same lot would be returned to the distributor from the user facility. On 06/04/2019, infutronix received additional information from the distributor: "what was the name of the medication being infused? The medication being infused was called fluorouracil. Did the patient say anything about how the tubing became detached? Was the break spontaneous or were there circumstances that could have contributed to it? The break was spontaneous based on what they said. I do not have further details." The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
The tubing separation issue was confirmed. By testing the unused samples of the same lot as the affected device sent from the initial reporter, 9 of the 51 samples failed tensile strength testing of 15n for 15 seconds per iso 8536-9: 2015 section 5.3. It was found that the normal administration sets had an average connecting length between the pvc tubing and connector above 7 mm, while those failed ones mostly had connecting length less than 5 mm. The main contributing factor of the issue is believed to be lack of adhesive on the tubing connection site to the cassette, which leads to shorter connection length between the pvc tubing and connectors.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00008).